Manufacturer narrative:
For both analyzers: the alarm trace contained multiple sample alarms. These can indicate poor sample quality. Calibration and qc were acceptable. The field service engineer (fse) found that the reagent needed to be recalibrated. The fse recalibrated the reagent pack. Calibration, qc, instrument checks, and precision checks were all acceptable. The investigation determined the event was due to the customer not properly calibrating the reagent. A product issue was not found.

Manufacturer narrative:
This event was reported by the customer to FDA as mw5183548. Section e4 was updated. Information for 1 patient was provided of female, 32 years, white race. It is not clear to which patient this information belongs. Due to a response on the medwatch report, the customer was contacted by roche for clarification. The customer confirmed that there was no patient harm, as all results were caught by the clinicians.

Event description:
There was an allegation of questionable results for 5 patient samples tested for elecsys hcg+ss (hcg + b) on two cobas e 801 analytical units. (Analyzer 1 and analyzer 2) discrepant results for 3 patient samples were provided. Patient 1 initial result from analyzer 2 was 0.2 miu/ml with a data flag. The repeat result was 34.5 miu/ml. Patient 2 initial result from analyzer 2 was 0.200 miu/ml with a data flag. The repeat result was 41.7 miu/ml. On (B)(6) 2025, patient 3 initial result from analyzer 1 was 0.2 miu/ml with a data flag. The repeat result was 72.7 miu/ml. The repeat results were believed to be correct.

Manufacturer narrative:
Analyzer 1 serial number was (B)(6). Analyzer 2 serial number was (B)(6).